Event description:
It was reported that the fowler was elevated at 20 degrees and would not raise/lower manually/electrically due to the fowler link arm being detached and entangling around ball screw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.